Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-02589 and 2134265-2016-02588. It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery to external iliac artery. After inserting a non-bsc introducer sheath and crossing a non-bsc guidewire, a 3.0-40, 135 wanda¿ balloon catheter was advanced but failed to cross the lesion. A non-bsc guide catheter was then advanced and a 1.5mmx 20mm coyote¿ es balloon catheter was also advanced via 0.014inch non-bsc guidewire for predilation. The lesion was predilated and it was then decided to advance another 3mm x 40mm x 146cm coyote¿ es balloon catheter. The balloon was initially inflated at 6 atmospheres however, it ruptured. The device was completely removed and a 3.0mmx30mmx143cm nc quantum apex¿ balloon catheter was then advanced to the lesion and inflated however, upon inflating at 10 atmospheres, the balloon ruptured. The device was also completely removed. Subsequently, a 0.035 inch non-bsc guidewire was used to advanced a 4.0-40, 80 wanda¿ balloon catheter however it failed to cross the lesion. A brachial artery approach was then added. After inserting another non-bsc introducer sheath in the left brachial artery, the 4.0-40, 80 wanda¿ balloon catheter was then re-advanced using the anchor technique. Predilation was performed however the balloon ruptured at 8 atmospheres. The device was completely removed and a 5.0mmx100mmx75cm mustang balloon catheter was then advanced and was able to dilate the lesion. A 6mmx120mmx100mm epic stent was deployed and post dilation was performed by the same mustang balloon catheter completing the procedure. No patient complications were reported and the patient's status was good.